Event description:
User facility reported a craniotome (c100) and duraguard (c202). These two devices are used as a system only and cannot be used separately. User facility reported the duraguard and "loosened" causing the neruo blade to move uncontrollably and tear the dura. It is reported that the physician did not suture the tear and he also stated that no harmful outcome is expected. It is also reported by the 3m sales rep that the user facility used blades not made by 3m. 3m recommends using blades made only by 3m co.